Manufacturer narrative:
Insulin pump had cracked reservoir tube lip, cracked case at reservoir tube window corner and minor scratched display window. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that she noticed the scratch on screen about a month ago. Customer blood glucose was unknown at the time. The customer stated that the pump was not easy to read. The customer called back again and reported that her current blood glucose was 40mg/dl. The customer declined to troubleshoot for low blood glucose. Customer treated it with food. The insulin pump will be returned for analysis.